Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. Review of the archive data revealed a system error 136 (internal parameter corrupted) message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the device was examined and found physical damage. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 08 jun 2005. It has exceeded its expected service life of 5 years and is more than 12 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message during patient use. The user was unable to resolve the issue. Following this, the user immediately performed manual CPR on the patient. No known impact or patient consequence was reported.